Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon burst inside the vessel, where it separated from the catheter body. There is no intervention planned to remove the balloon from inside the patient. Another device was use to continue the procedure. There was no negative consequences for the patient. The catheter is available for evaluation. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one 120803f catheter was returned without the packaging for evaluation . The reported event of balloon burst was confirmed. The balloon and balloon windings were visually inspected and the balloon latex is missing between the windings and the spring tip. Both windings have not been damaged. The latex is visible under the windings. As stated in the IFU do not exceed the maximum recommended pull force of 0.7 lbs. On the inflated balloon. The catheter body was found to be in good condition. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The instructions for use for the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.